Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for radicular pain syndrome (radiculopathies). It was reported poor telemetry or no telemetry with recharging. Patient's implant was not charging and they were getting a burning sensation "in the small area of their back" and it was also occurring at night times. Patient reported no falls or trauma. Last time patient was able to successfully charge the device was about a month ago. Specific date was not provided. Information regarding the potential over-discharge was reviewed but the patient clarified the did not leave the battery in a depleted state, it would not allow the patient to charge right away. Patient was redirected hcp to have device checked and discuss symptoms. Patient did not have an appointment with the doctor until the 11th, the month was not provided. Patient stated that they will have to go to the emergency room. It was reviewed ER will likely not be trained to know about the device but if patient's symptoms are requiring immediate medical assistance then they should seek attention. It was reviewed that patient could try connecting with the programmer, but they were unable to connect with it due to product not being available. Patient stated that they will call back when they had batteries to see if they can connect. No further complications were reported/anticipated.